Event description:
A customer reported that the screen of their device was not responding as effectively as before and required multiple taps to function. Additionally, the on/off button was occasionally unresponsive and seemed loose. There was no adverse impact to the customer¿s blood glucose level. The customer indicated a preference not to troubleshoot the issue over the phone and expressed a desire to proceed with purchasing a tandem mobi through insurance.